Manufacturer narrative:
Analysis of the anchor found no anomaly. Analysis of the lead found the conductor on the proximal end of the lead was broken. It was noted the #0 conductor was broken at the #0 connector weld site.

Event description:
It was reported that the patient sensed a changed stimulation and after impedance measuring she was told to switch off the implantable neurostimulator (ins). The high impedance values were greater than 10 ,000, greater than 20,000 and greater than 40,000 ohms. These values occurred on the most distal electrodes. It was noted reprogramming was performed, and the leads were explanted and replaced. When the lead was explanted, the lead seemed to ¿slip¿ through the anchor and there was no retention; therefore the anchor was explanted and replaced. The patient had less than 50% therapy relief at the lead location and was alive with no injury at the time of this report. Additional information received four days later reported that the patient was doing well and was receiving effective therapy. There was no trauma or fall associated with the event.

Manufacturer narrative:
Concomitant: product ID 3888-28, lot# 0207089115, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3550-39, lot# 0206015106, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.